Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During two routine hemodialysis treatments, the operator was unable to advance to rinseback mode. Attempts to perform manual rinseback were unsuccessful as the operator inadvertently did not follow the required steps. An estimated 190cc blood loss occurred for each treatment. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss events are attributed to user error as the operator did not follow the proper instructions in the user's guide. Facility staff attributed the pt's difficulties with advancing to rinseback mode to user error. Facility staff will review the events with the operator and provide add'l training regarding rinseback procedures. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.